Event description:
A discrepant result when compared to a lab. The device result reported was 6.0 inr. The corresponding lab result reported was 3.9 inr. The device was replaced and requested to be returned for evaluation.